Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose value was 109 mg/dl at the time of the incident. The customer reported that the drive support cap appears normal or slightly indented. The customer stated that the battery of the insulin pump battery died. The battery lasted for only 3-4 days the most. The customer changed it often. The customer did not report an e70 alarm. The customer was able to clear the alarm but was unable to complete the insulin pump rewind. The insulin pump was not exposed to strong magnetic field or magnetic resonance imaging. The customer reported weak battery alarm and the spring inside the insulin pump was flat. The customer also received motor error alarm after the battery alarm, and then the insulin pump died. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.